Event description:
It was reported that a patient, underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with an ez steer thermocool sf navigational catheter, suffered hypotension, which required fluids and medication to be administered to the patient. The patient¿s medical history is unknown. The patient¿s blood pressure dropped which was noticed by the certified registered nurse anesthetist (crna). A transesophageal echo was performed and there was no confirmation. Fluids and medication were administered to the patient in order to stabilize the patient¿s blood pressure. There is no further information about the hospitalization. No further information is known regarding the patient status. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history report (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 system; model #:m-4800-01; serial #: (B)(4). Stockert; model #: unknown; serial #: unknown. Cool flow pump; model #: unknown; serial #: unknown. (B)(4).